Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of 2 broken or missing pins on the mobile power unit (mpu) patient cable was confirmed via analysis of the returned mpu. The mpu (serial number (B)(6)) was returned to the european distribution center (edc) and was noted to have a missing pin on the black power cable connector and a bent pin on the white power cable connector. No functional testing was performed due to the damage observed to the pins of the patient cable. The patient cable was replaced, and preventative maintenance was performed. The unit then passed all testing and was ready for human use. There were no log files associated with this event. The root cause of the observed damage could not be conclusively determined through this analysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU, heartmate 3 patient handbook are currently available. Section 10 of the patient handbook and section e of the IFU, both entitled ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Section 8 of the IFU, entitled ¿equipment storage and care¿ and section 6 of the patient handbook, entitled ¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a1-a4: there was no patient involved. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during preventative maintenance it was found 2 pins in the patient connector were broken or missing, 1 black and one white. The unit was removed from use.